Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the connector body was loose. It was further observed that the flex circuit potting was cracked. It was determined that the flex circuit was worn from normal use over time, which was consistent with the cracked flex circuit potting. The loose connector body was consistent with normal use. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified craniotomy surgical procedure, it was observed that the motor device was making a loud noise. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.